Event description:
It was reported that the threshold on the right ventricular (rv) lead had increased one day post-implant. It was also reported that the patient described intense focal pain in the chest area which felt like having a heart attack. A chest x-ray and echocardiogram were performed and appeared normal. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.